Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm mega suturecut needle driver instrument to perform failure analysis. The instrument was analyzed and was found to have a broken grip at the grip base of grip tip. A piece approximately 2.65mm x 4.85 mm was found to be broken off. The broken piece was not returned with the instrument.

Event description:
It was reported that during central processing, the 8mm mega suturecut needle driver instrument had a broken tip. The damage was discovered during central processing. The broken piece was not recovered. This was not used in a procedure after the damage occurred, no patient-related events occurred. There is no report of patient involvement.